Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-04817. It was reported the patient's right occipital pns lead had eroded through the skin. The patient underwent surgical intervention where the lead was removed. There were no signs of infection and the incisions are healing well. The patient has partial stimulation coverage with the remaining left occipital lead. We are reporting on both leads since it is unknown which one was removed.